Manufacturer narrative:
(B)(4). The rt225 infant bias flow breathing circuit consists of a heated inspiratory limb and an unheated expiratory limb with water trap. Only the inspiratory limb has heater wire. Method: the complaint rt225 infant breathing circuit was returned to fisher & paykel healthcare in (B)(4) and was visually inspected. A bent pin test was also conducted to check if the inspiratory limb could be connected to a heater wire adaptor. Results: no damage was observed with the expiratory limb. The inspiratory heater wire was not disconnected; however, a heater wire adaptor could not be fully connected to the heater wire socket of the inspiratory limb due to split pin. This prevents the adaptor from connecting to the heater wire socket. A lot check revealed no other complaints of this nature for lot number 120203. Conclusion: the reported fault in the expiratory limb and the disconnected heater wire in the inspiratory limb were not observed during inspection; however, the inspiratory limb could not be connected to the heater wire adaptor due to split heater wire pin. It is possible for the user to damage the heater wire pins during use, for example, if the heater wire adaptor is inserted into the heater wire plug on an angle. For bent or split pins reported to us by healthcare facilities, it is impossible for us to determine whether the pins were damaged during production or by the end user. (B)(4).

Event description:
A hospital in (B)(6) reported via a distributor that an rt225 infant bias flow breathing circuit had a faulty expiratory tube and a disconnected heaterwire. This was observed during use but no patient consequence was reported.

Event description:
A hospital in (B)(6) reported via a distributor that an rt225 infant bias flow breathing circuit had a faulty expiratory tube and a disconnected heaterwire. This was observed during use but no patient consequence was reported.

Manufacturer narrative:
(B)(4). We are currently in the process of obtaining the complaint rt225 infant bias flow breathing circuit from the hospital. We will provide a follow-up report once we have received the complaint device and completed our investigation.